Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the biomedical engineer (be) that while testing the external pulse generator (epg) in ""emergency mode," the measurement "turned to zero." Technical services (ts) provided assistance in resolving the issue by directing the caller to decrease the atrial and ventricular outputs and the epg measured within specifications. Ts suggested that both of the output channels be tested independently or be returned for service. The be will test independently and may return if necessary. The status of the epg is unknown. No patient complications were reported as a result of this event.